Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. A contact temporarily failed by adhesion of foreign material or the like to the electrical contacts of video connector of the subject device or the electrical contacts of the video system center. A failure of image sensor occurred due to unexpected overcurrent. Electrical contact failure, defect due to static electricity or overcurrent, breakage of image sensor etc. Occurred.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error e226 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.